Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, and recurrence. It was reported that patient underwent excision and removal of sling and of urethral abscess due to infected suburethral sling on (B)(6) 2011.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted. It was reported that the patient underwent pubovaginal sling using autologous fascia lata, left fascia lata harvest and cystoscopy on (B)(6) 2015, due to recurrent sui. It was reported that the patient underwent transurethral injection of bulking agent and cystoscopy on (B)(6) 2014, due to intrinsic sphincter deficiency. It was reported that patient underwent transurethral injection of bulking agent and cystoscopy on (B)(6) 2014, due to intrinsic sphincter deficiency. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urethral abscess.